Event description:
Pieces inside me- vagina [foreign body in reproductive tract]. Pain- vagina [vulvovaginal pain]. Tampon break off inside me [device breakage]. Case narrative: consumer reported via e-mail that tampon broke off inside of her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Pieces inside me- vagina [foreign body in reproductive tract]. Pain- vagina [vulvovaginal pain]. Tampon break off inside me [device breakage] . Case narrative: consumer reported via e-mail that tampon broke off inside of her. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pieces inside me- vagina [foreign body in reproductive tract]. Pain- vagina [vulvovaginal pain]. Tampon break off inside me [device breakage]. Case narrative: consumer reported via e-mail that tampon broke off inside of her. No serious injury reported.